Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the physician suspected a malfunction on the patient's ipg as there was no sensation felt from the stimulation. The patient was able to regain coverage thus no surgical intervention will take place regarding the ipg at this time.